Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the optic was torn during insertion. The incision was enlarged to remove the lens and another lens was implanted. No sutures were required.

Manufacturer narrative:
Visual inspection of the returned product showed that a small tear in the optic and a haptic had tore off into the optic and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.